Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted, partially explanted: (B)(6) 2015, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider via a representative later reported that the patient could not be treated properly due to reported twisting of the ascenda catheter which was reported as removed. It was believed that the catheter twisting was the cause of the pump's rotation. No particular problems occurred during the surgery. There was mention of the anchors on the report but nothing further. Information was requested to clarify the anchors mentioned. Should additional information be received a supplemental report will be filed.

Event description:
On (B)(6) 2015 a health care provider (hcp) reported that during the revision on (B)(6) 2015, an attempt was made to straighten the kinked portion of the catheter without success. A catheter defect noted. At that point in time the cause of the kinking was unknown and the customer sought to confirm the damage state. The patient's height was noted as (B)(6). Additional information was requested to clarify illegible information. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider via a representative further reported that the patient also had diabetes taking januvia 50 mg and hypertension taking amlodipine 5 mg. The patient was in physical therapy for walking and occupational therapy for functions training since (B)(6) 2008. At implant, the initial daily dose was 25.0 mcg/day in simple continuous mode. Further from (B)(6) 2014 through (B)(6) 2015 baclofen infusion 0.05% at 33.38 mcg per day in simple continuous infusion mode. On (B)(6) 2015 a refill occurred without issue, variability 98.7% no change in variability and no treatment was performed. In addition to what was previously report regarding the pump and catheter, on (B)(6) 2015 as the pump was inverted the left side, the situation of the catheter was checked and then the pump was checked before the abdomen was opened. The physician considered that the catheter was occluded and then abnormal variability occurred as the catheter was twisted and the pump was inverted the left side. The explant procedure was completed without issue. The physician considered that "(B)(6)" as related to this event. The outcome of the abnormal variability on (B)(6) 2015 was unrecovered as of (B)(6) 2015. The causality relationship was noted to still not related to the drug, pump, programmer or surgical procedure but related to the catheter. There was no overdose/withdrawal/drug tolerance and the treatment was noted as no drug changed, none to medication and pump. The severity classification was changed from a 3 to a 5 (noted as not serious). The pump replacement/catheter fracture was also noted as not recovered at as of (B)(6) 2015. The causal relationship was noted as unrelated to the drug, pump, programmer and procedure but related to the catheter. Treatment was noted as the drug was terminated, medication none and device/pump explant. Should additional information be received a supplemental report will be filed.

Event description:
It was further reported that an x-ray confirmed the pump was flipped. The recent report noted that the causal relationship was not related to the drug but unknown still if related to the catheter, pump, programmer, or procedure. It was also noted that the pump had possibly flipped before the date for the fluoroscopy. The outcome was noted as unrecovered at this time and they were continuing to monitor. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated.

Event description:
It was further confirmed the patient involved with this event was a (B)(6) old male. The other medications the patient was taken was correctly identified as januvia 50 mg and amlodipine 5 mg. The accurate gablofen dose was 33.38 mcg/day. Should additional information be received a supplemental report will be filed.

Event description:
On (B)(6) 2015, it was also reported that there were no particular problems with the procedure during the surgery. The 3-point anchoring was securely achieved. Later on (B)(6) 2015, information was received from the health care provider that this patient had no past, surgical, allergic, alcohol, or smoking histories. There was no history of adverse drug reaction. The patient, noted as an outpatient, attended physician therapy and occupational therapy for functional recovery starting (B)(6) 2014 and continuing. These dates were being clarified as they were previously reported at starting on (B)(6) 2008. Pump operability tests were performed on (B)(6) 2015 the same dates as the pump variability volumes as previously reported. No abnormal findings were found on both of those dates. Further from (B)(6) 2014 through (B)(6) 2015 baclofen infusion 0.05% at 33.38 mcg per day in simple continuous infusion mode. This was being clarified as it was now reported as 33.28 mcg/day. The patient had diabetes taking ¿dystonia 100 mg¿ and high blood pressure taking amlodipine 2.5 mg. Additional information was requested to clarify the medications and dosing for the diabetes and hypertension and also the patient information. It was also noted that on (B)(6) 2015 when doing ¿illegible¿ the pump was ¿illegible¿ and the catheter ruptured. The pump was ¿illegible¿ and ¿proved.¿ the catheter rupture was believed to have ¿illegible¿ been products. There were no problems with the procedure and ¿illegible¿ was believed to have influenced it. Please note additional information was requested to clarify this illegible information. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), explanted: (B)(6) 2015, product type catheter; product ID 8781, serial # (B)(4), partially, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
The health care provider later reported along with the representative that due to pump inversion, access to the cap was not possible, so confirmation of pump abnormality was not possible from catheter patency and rotor examinations verifying abnormality in variability rate. A pump operability test, rotor test, and catheter x-ray study were noted. On (B)(6) 2015 catheter kinking/twist was noted. There were no changes in the patient's condition; no abnormalities. However, a repair surgery was performed to repair the pump inversion and to replace the drug with saline in order to identify whether or not continued therapy was required. When the abdominal pocket was opened, the pump inversion was confirmed. It was repositioned ¿to the original¿ and replacement of saline was conducted. In addition, the catheter was confirmed kinked several times. The pump was removed with the catheter connected and an attempt was made to pull the drug through the cap. However, the drug could not be drawn at all and also saline could not be pushed out. When the catheter was disconnected from the pump, saline could be pushed out through the cap. The catheter had marks of kinking and when it was straightened/stretched, the appearance of the whole length was wavy. Also, a part of the catheter, at least the catheter on the abdominal side, appeared to be damaged/partly broken. As it was planned to replace the drug with saline, the pump was removed and the catheter on the abdominal side was cut leaving a minimum required length in the pocket. Cerebrospinal fluid (csf) return could not be confirmed at the ¿end¿ of the catheter and the remained catheter was left in the pocket with tip ligated with suture. The catheter twisted several times and therefore the physician assumed that the pump inverted multiple times. The physician attempted the repositioning of the inverted pump on the skin but it did not work. The physician was uncertain why and how the pump inverted. The catheter appeared damage partly and the physician considered that this was caused due to catheter twisting with the pump inversion. The outcome of the catheter kinking was noted as not recovered and the relationship was unrelated to the investigational drug, pump, programmer and procedure but unknown if related to the catheter. The outcome of the abnormal variability rate was noted as not recovered. The relationship was not related to the drug, pump, programmer or procedure, but unknown if related to the catheter. The outcome for the pump inversion was reported as not recovered and unrelated to the investigational drug, pump, and programmer but unknown if related to the catheter or procedure. Therapy was discontinued on (B)(6) 2015 as the pump was explanted on that day. This device system delivered gabalon intrathecal but the concentration, dose, and lot numbers were not provided but have been requested. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
As received, the catheter body had significant twisting and a kink was observed. The cause of the kink was likely due to the twisting. Analysis of the catheter revealed the catheter body had significant twisting that may have affected infusion. The catheter body had damage to the transition tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID: 8781, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that the pump had an abnormal variability rate as of (B)(6) 2015. At the refill the actual amount aspirated was 16.5 milliliters (ml) while the expected volume on the programmer was 10.6 ml. This was reported as a variability rate of 79.7%. There was no abnormality observed in the patient's condition and spasticity effects were observed. The patient was to be observed with follow-up. On (B)(6) 2015, effects were continued to be observed and no abnormality was observed in the patient condition. The plan was a 'wait and see" approach. On (B)(6) 2015 a refill, the actual aspirated was 18 ml and the expected as noted on the programmer was 11.9 ml which was reported as a variability rate of 100%. Again, spasticity effects were observed and there was no abnormality observed in the patient's condition. A pump operability test was to be performed but no rotor study or catheter x-ray study. The outcome of the adverse event was reported as unknown at this time. The allegation was reported as unrelated to the investigational drug but reported as unknown and not related to the catheter, pump, programmer, or procedure. This was being clarified. This device system delivered gabalon and the dose was noted as continuing. It was later reported an examination was performed on (B)(6) 2015 to che ck pump function by test of catheter patency and rotor. Fluoroscopically, upon performing a contrast of the pump area it was determined that the pump had inverted. The cause was not known. On "(B)(6)," drug irrigation was successfully performed during a refill, so the inversion was suspected to have occurred during this past week. Access to the catheter access port (cap) was not possible so the examination was discontinued. Efficacy for spasticity had been observed so the pump was switched to minimum rate and the progress was to be monitored. Aside from the drug, causality was unknown. The anchors were tight in three places. The patient was known to have thick subcutaneous abdominal fat and a sturdy build. However it was not clear if this was the cause. If there was no change to efficacy, efficacy on spasticity continued, they would investigate pump removal. The outcome of this event was reported as not recovered. The inversion was unrelated to the investigational drug but unknown if related to the catheter, pump, programmer or procedure. Additional information was requested to clarify causal relationship and resolution. Should additional information be received a supplemental report will be filed.